Event description:
On (B) (6) 2008, patient was implanted with an artificial bowel sphincter (acticon). Patient was re-hospitalized on (B) (6) 2008 to (B) (6) 2008, received antibiotic therapy, analgesics and anti-inflammatory medication for lymphedema. On (B) (6) 2008, device was activated. Follow up visit on (B) (6) 2008, "bad result/problems manipulating the prosthesis/poor anal occlusion/huge fecaloma/enemas prescribed." On (B) (6) 2008, entire device was explanted due to infection. Patient received colostomy.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Device has not been returned for analysis, no malfunction was reported. No conclusion can be drawn.